Event description:
It was reported that during a jaw procedure, a dark oily substance came out of the saw. There was no reported pt or user injury, and the procedure was completed successfully with another device that was on hand.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and a black fluid coming out of the device head was confirmed. Based on the investigation detail, the likely cause for the leaking was a combination of corrosion and rust throughout the device, as well as, the bearings and eccentric gear assembly, which have been replaced. The handpiece was repaired and returned to the customer.